Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had an issue with the accuracy of the insulin on board (iob) feature of the pump that was not resolved with troubleshooting. The patient alleged the iob is set to four hours; however there is still 0.01 showing in the iob after six hours' time. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged iob issue remained unresolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/23/2013 with the following findings: the pump was returned with the insulin-on-board (iob) duration set for 4.0 hours. The pump was exercised for 48 hours on a 1.0u/hr basal rate without issue. A 10.0 unit normal bolus was programmed and delivered for the investigation at: 06:21 am; no iob was present before bolus delivery. The iob amount remaining showed 0.14 units 4.0 hours after the 06:21 am bolus delivery. The complaint regarding iob was reproduced during investigation; however the iob duration feature is operating as designed and intended for this model insulin pump.